Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set leakage event on (B)(6) 2025.the detachment was at the site connector. The infusion set was in use for 3 days. The patient replaced infusion sets and resumed insulin successfully. No further information available.